Event description:
As reported by our canadian affiliates, during implant of a 29mm sapien 3 ultra resilia transcatheter heart valve in the aortic position by transfemoral approach, the commander delivery system balloon ruptured at the end of the inflation likely due to patient anatomy (calcium in sinotubular junction). The delivery system was removed from the aortic valve and pulled back into esheath+, however, the balloon was not able to be removed from esheath+. The esheath+ and delivery system were removed as one unit. A new esheath+ and commander delivery system were used to post-dilate. The patient was taken to the operating room for surgical repair of the left iliac artery due to a disruption of calcium at the sheath insertion site which required surgical closure. The patient was stable and doing well post-procedure.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections of this report have been updated: b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation and dimensional inspection was completed. Due to the nature of the complaint, no functional testing was performed. The provided imagery was evaluated and revealed the following: calcification at the sinotubular junction and annulus is present. The returned device was visually examined, and the following was observed: delivery system stuck inside sheath shaft at 10cm from hub. Balloon bunched towards nose tip. Balloon radially and longitudinally burst. No apparent balloon material was missing. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the evaluation of the returned device. Available information suggests that patient factors (calcification) likely contributed to the event as provided imagery and information indicated presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on the evaluation of the returned device. Available information suggests that procedural factors (withdrawal of burst balloon) likely contributed to the event. As the balloon was burst, the altered balloon profile could have made it more susceptible to catching on the distal end of the sheath, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.